Manufacturer narrative:
Other relevant device(s) are: product ID: 9736119r, serial/lot #: unknown. A system checkout was not performed because the site did not approve service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system became unresponsive while in ent 2.3. This issue was noted outside of a procedure, and there was no patient involvement.